Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: on the first firing, a broken sound was heard. The handle could not be squeezed any further, so the surgeon released the device. Additional resection of tissue was performed with another device.